Event description:
Sorin group (B)(4) rec'd a report that the s5 double head pump did not function and did not display flow rate during setup. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) mfg the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that the s5 double head pump did not function and did not display the flow rate during set up. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure and traced the failure to a loose connection. The loose wire was reseated to resolve the reported problem. Subsequent testing did not identify further issues and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.